Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Was reported that the customer had been experiencing high blood glucose (bg) levels (250mg/dl) and required the pump's carbohydrate ratio setting to be adjusted. The customer addressed the high bgs with a bolus. Tandem technical support assisted the customer with the requested changes to the settings